Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) stating that the cutter could not be inserted into the device. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional info available.